Event description:
The lay user/pt contacted lifescan alleging the meter displays error 2 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the pt.

Event description:
The abbott sales representative contacted abbott to report the customer observed increased frequency of sample retest due to architect i2000sr error code 1007 (unable to process test, activated read failure). The customer stated the frequency is 2 to 3 tests per 100 tests run, which had increased from about two weeks prior. The customer noted the phenomenon started to occur after changing the lot of reaction vessel (rv) to lot 69058p100. The customer was advised to change the trigger and pretrigger solutions, which did not resolve the issue. The analyzer was checked for cracks, leakage, or looseness of each connection of the pretrigger line, and no cracks in the trigger or pretrigger level sensors were detected. The customer was sent a replacement lot of rv's and was asked to monitor the occurrence of the error. There were about 3 occurrence per day of error code 1007 with replacement rv lot 69684p100, therefore, the customer requested another lot of rv's. There was no impact to patient management.

Manufacturer narrative:
Concomitant medical products: architect analyzer. Evaluation: no method, results or conclusions can be made at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.